Event description:
It was reported to philips that the device battery is not functioning. There was no report of patient involvement. The customer requested assistance from a philips remote service engineer (rse). Per the customer the battery was not functioning. It was recommended by the fse that the customer needs to replace the battery to return the device to working condition. Based on the investigation, it was determined that this was a malfunction of the battery. A replacement batter was recommended to the customer to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.